Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated that a piece of synchroseal instrument broke off and had fallen off into the patient. The piece was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was inspected prior to use by the nurse. When removed from the outer packaging (blister pack) there was no visible damage. The instrument was inserted at the beginning of the procedure. After 2-3 movements and gripping of tissue, one of the covers of a fallow came off and fell into the patient's body. The surgeon thinks the reason for the fragment falling issue is that the grasping of tissue had loosened the top part - no particular mechanical damage. The instrument was in use prior to the issue for 2 to 3 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment fell inside the patient during an instrument tip collision but was found and removed. The instrument was not removed during the procedure (prior to the breakage), the instrument was initially inserted until the part was lost. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred, and also did not notice any other damage to the instrument after the event occurred. All fragments were retrieved. There was no additional surgical procedure required to remove the fragment? (I.e., laparoscopy or open procedure). No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments since there was only one fragment. The procedure was completed robotically with a replacement instrument and there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and the retrieved fragment were returned to intuitive for evaluation. In order to obtain photographic images of the instrument or a video recording of the procedure, the csr marco sokianos from intuitive needs to be contacted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have tearing. Tears measured from 0.010¿ to 0.017¿ in length. There were no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.